Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced delayed keypad response. The cause was identified to be failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device displayed a white screen. The cause was identified to be depressed pins on the rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device displayed a white screen and had a delayed keypad response. No additional information is available.